Event description:
It was reported that occlusion alarms occurred. There was no adverse impact on the customer¿s blood glucose level. Technical support provided a one-time pump replacement, and the customer will use the current pump until the replacement arrives. Instructions were given for placing the pump in storage mode and returning the problematic pump, which the customer understood and acknowledged.